Event description:
Additional information was received. There was no device leak. The actual reported problem was that there was no signal under digital visual interface signal (dvi) channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer resulting in a correction to b5/h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely there was no video signal (no image) from the digital visual interface signal (dvi) terminal due to a failure in the printed circuit board (dp board). In addition, based on the results of the investigation, it is likely poor contact with the combined device resulted in image interference/failure of images. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that there was a printed circuit board failure and failures of the video cable connectors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the visera elite video system center, stating that the device was leaking. The issue was found during reprocessing. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was no image under digital visual interface (dvi channel) due to defective printed circuit (dp board) and the image had interference due to failures of the video cable connectors. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.